Manufacturer narrative:
The following devices were also listed in this report: biolox head 36 -5; cat# unknown; lot# unknown 36 f 0° liner; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised due to pain. Intraoperatively, surgeon reported that all implants were well-fixed but revised the stem, head, and liner.